Event description:
It was reported that a patient presented with an incorrect diagnostic issue noted on the patient's pacemaker. Re-examination noted nominal values on the device. No additional intervention was performed. The patient was stable throughout.

Event description:
New information received notes that the health professional believed the issue was due to an incorrect measurement on the device.